Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45, lot#: v390371, implanted: (B)(6) 2010, product type: lead. Product ID: 3998, lot#: v264393, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot#: v440497, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 3708220, serial/lot #: (B)(4), ubd: 12-feb-2014, UDI#: (B)(4); product ID: 3888-45, serial/lot #: (B)(4), ubd: 14-jan-2014, UDI#: (B)(4); product ID: 3998, serial/lot #: (B)(4), ubd: 28-may-2013, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 22-mar-2014, UDI#: (B)(4); product ID: 3708240, serial/lot #: (B)(4), ubd: 20-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that during a battery replacement with intellis, contact 3 showed a possible short during impedance testing. The impedances were run three times which all resulted in the same possible open contact on 3. Impedance showed about 15,000 ohms. All other contacts were within normal limits. It is unknown if the possible open contact is from the lead or the extension. The physician was okay with leading the leads as is. The issue was not resolved at the time of the report; however, additional surgical intervention was not planned to resolve the issue. There were no patient symptoms or complications reported.